Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6

Event description:
Device has been explanted.

Event description:
Patient reported rupture confirmed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events of rupture was received on june 24, 2025, with lot number 1423533. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage and observed broken device assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clarification to b3 partial date of event: october 2024 was provided.

Event description:
Physician confirmed event.